Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported experiencing syncope seven to eight months earlier. Boston scientific technical services (ts) referred the patient to their clinic for follow-up. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of the syncope remained unknown and no programming changes were made to the pacemaker system. It was noted that the patient is not pacemaker dependent. The pacemaker remains in service and no additional adverse patient effects were reported.